Event description:
The customer reported the act diff instrument was leaking from the bath area as a result of overflowing of the wbc (white blood cell) and rbc (red blood cell) bath and the vacuum isolator chamber. The volume of the leak was reported as 15 ml and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse reported the customer had changed the air filters and the pump tubing before his arrival. The fse observed during numerous start up and shut down cycles the probe would drip at the end of the cycle. The fse replaced the diluent filters and the probe wipe and there was no more leaking from the probe. (B)(4).